Manufacturer narrative:
The technician found the left foot brake caster wheel broken off. The technician replaced the left foot brake caster assembly to resolve the issue.

Event description:
Technician alleged that the bed is missing the left foot brake caster. No pt impact.